Manufacturer narrative:
Update to b4, d10, g3, h2, h3, h6, and h.10: the 29mm commander delivery system was returned to edwards lifesciences inserted through loader cap along with two (2) dilators and esheath. Two (2) kinks were found in the balloon shaft due to the return packaging. The delivery system was returned in between locked and unlocked position with 75% fine adjustment used and without flex. Visual inspection of the returned device was performed. The balloon and nose tip were completely separated from the delivery system and were not returned for evaluation. The guidewire lumen was completely pulled out from the y-connector and exposed outside of flex tip for approximately 14cm in length. Liner delamination approximately 4cm in length measured from sheath distal tip. Review of procedural videos/imagery/photographs were performed. Presence of calcification in landing zone was seen. Waist was noted on the deployed valve, possibly due to calcification preventing the valve from fully expanding. Bulging was shown on the distal end of the sheath. Due to the nature of the complaint (balloon burst and separated), functional testing was unable to be performed. Balloon wall thickness measurements were unable to be performed due to the unavailability of the inflation balloon (distal tip was not returned for evaluation). The complaints were confirmed based on the condition of the returned devices (distal tip, nose tip separated, but no manufacturing non-conformances were identified during product evaluation. Per description, patient had a moderately calcified annulus and balloon burst upon full deployment of the valve. Difficulty was encountered during system removal which subsequently resulted into component separation. Based on this information, it is likely that the root cause of the balloon burst is related to those detailed in a technical summary written by edwards lifesciences. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported distal tip, nose tip separation. The liner delamination seen further support the scenario as described above in addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for system withdrawal under balloon burst condition. It should be noted that these mitigations are still in place. As such, available information suggests patient factors (calcification) contributed to the balloon burst and procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and distal tip, nose tip separation). The technical summary is applicable to this complaint because the calcification was present in the annulus. As such, an engineering evaluation is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required .

Manufacturer narrative:
Update to b4, g3, g6 and h2 for correction to h6 component code to reflect tip separation.

Manufacturer narrative:
Correction to h6 codes to reflect the balloon separation, which occurred after the balloon burst. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturing reports, for the balloon burst.

Event description:
As reported by our affiliates in (B)(6), the patient underwent an implant of a 29mm sapien 3 valve, in aortic position, by transfemoral approach. No bav was performed because the annulus was moderate calcified. During deployment, the commander balloon burst after valve was fully inflated with nominal volume. The valve implant was successful, however it was not possible to retrieve balloon into the esheath. The balloon burst on the short axis with an umbrella shape. The burst balloon was separated unintentionally, and it was tried to be removed with cross over lasso without success. The distal tip of the delivery system remained in patient and a vascular surgery was performed to retrieve the devices and as well as a fem- fem bypass. The sheath was seen delaminated at distal tip upon retrieval. The sheath was seen split at distal tip in the pre-decontamination evaluation.